Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was noted that the right ventricular lead exhibited noise which lead to pacing inhibition. The patient then presented in clinic and the lead was capped and replaced on (B)(6) 2019. It was also noted that patient is dependent. Patient was stable.